Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual rise in impedance which eventually became high. The lead was reprogrammed and the patient subsequently returned to the clinic due to diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.